Event description:
The report stated that during a hemorrhoidectomy the staff discovered a burn to the medial aspect of the right knee. First to 2nd degree burn, surgeon excised tissue to improve healing. The return electrode pad was on the right thigh. A kelly clamp was attached to drapes and e7507 wire was clamped by kelly under the drapes. The burn occurred at the position of the kelly and had slight impression of kelly on the burn site. The hospital biomedical engineering department checked the wire of the pad for damage/break but none was found.

Manufacturer narrative:
The investigation is on-going. When the investigation is complete a follow-up report will be sent.